Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 4fr dl provena piccs are kinking. No other information was provided. Additional information received 6/30/2020: it was reported the PICC lines had kinked off for home infusion patients. Statlock/tegaderm securement devices used. Needed to restart PICC lines, but no patient harm reported.